Manufacturer narrative:
Qc after the event was running high. Recalibration resulted in lower qc and patient results. Bci field service engineer (fse) visited the site on (B)(6) 2010, and replaced a cracked ratio pump, cracked eic (electrolyte injection cup) and valves. The fse performed calibrations, precision tests, and qc. The results were acceptable. And the instrument operation was verified. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated sodium (na), chloride (cl), carbon dioxide (co2), potassium (k), and calcium (calc) results generated by synchron lx20 clinical system for two patients. The results were not reported out of the laboratory. Subsequent testing on the same and on an alternate instrument produced lower results without flyers. There was no effect to the patients or to the user.